Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/20/2021. H.6. Investigation: a device history record review was performed for provided lot number 2012185 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed through the plunger rod component. The samples were then inspected through magnification and the plunger rod lip component was found damaged. This type of damage may occur during the handling of the product through the manufacturing process or within the assembly machine. H3 other text : see h.10.

Event description:
It was reported that 400 bd discardit¿ ii syringes leaked past the plunger. The following information was provided by the initial reporter, translated from german to english: "the liquid cannot be held by the plunger. It flows back through the back of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 bd discardit¿ ii syringes leaked past the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: "the liquid cannot be held by the plunger. It flows back through the back of the syringe."